Event description:
Infusion pump reported to have infused twice the amount of fluids than what was programmed. After review of incident and testing, it was discovered to be use-error. During the testing of the device it was noted the infusion tubing used during the incident did not accompany the pump for a thorough retesting of the malfunction.